Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-nov-2017 with the following findings: the black box and alarm history showed a cs 088 watchdog call service alarm. The pump powered on properly with no alarms. The pump¿s ¿ez-prime¿ steps were performed correctly and no cs alarms or any errors, alarms or warnings occurred during the 24 hour duration test. The investigation was unable to duplicate ¿cs 088 alarm¿ complaint and the product performed within specification. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board or to the continuous glucose monitoring (cgm) module.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 088) issue. It was reported that the pump emitted a cs 088 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.